Event description:
A family member reported that the patient experienced a blood glucose of 31 mmol/l. The family member reported the patient changed his cartridge and infusion set (B)(6). When the patient disconnected and attempted to prime he reportedly noticed that insulin was leaking from the luer connection. The family member confirmed that the connection was tight and there was no activity that may have loosened the connection. The family member stated that she was no sure if the issue was related to the infusion set or the cartridge. The patient continued on insulin pump therapy after changing the cartridge and infusion set. This report is made based on the allegation that the patient experienced hyperglycemia while using a cartridge that may have malfunctioned.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).